Event description:
It was reported that the device delivered therapies for tachycardia while the patient was in sinus bradycardia. The device went into backup vvi mode subsequently due to multiple high voltage charges delivered. The patient complained of tiredness after the episode. The device was suspected to induce ventricular fibrillation and the patient was converted with external defibrillation. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of reset was confirmed. The device performed numerous high voltage charges within a short period of time due to noise, which caused the device to reset. The device was tested on the bench and no anomalies were found. The cause of noise could not be determined.